Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an inaccurate reading on her adc blood glucose meter. Customer reported receiving a reading of 5.5 mmol/l compared to a lab result of 2.9 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The customer returned meter serial number (B)(4). The returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported, 5.5 mmol/l (99 mg/dl), was found in the meter memory.